Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 the patient was evaluated by a physician who assessed the stoma site in good condition with no granulomas or exudate. Per the patient's insistence, the physician prescribed amoxicillin if the stoma site worsened. It was reported that the stoma site was much better and the patient was not taking the amoxicillin or any topical treatment. In (B)(6) 2024 the patient was evaluated for a granuloma and was prescribed an oral antibiotic, twice daily. Approximately (B)(6) 2024 the patient completed the antibiotic treatment with complete resolution of the granuloma.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.